Event description:
It was reported that during a liver puncture with drainage treatment procedure, difficulty in catheter removal and detachment occurred. The physician was unable to remove the guide. The guide was removed strech and there was a break with the sheath. The drain stayed in place and there was no detached component remaining inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a liver puncture with drainage treatment procedure, difficulty in catheter removal and detachment occurred. The physician was unable to remove the guide. The guide was removed stretch and there was a break with the sheath. The drain stayed in place and there was no detached component remaining inside the patient. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed a guide wire which was severely kinked along the entire body with the coil unraveled, elongated and separated into two sections. The device catheter was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).